Event description:
Impella cp did not go about 0.9 l/min or flow after insertion into the patient. Suction alarms also started to show. Impella was repositioned several times without resolution of the problem. Impella pump pulled out and tested in a basin filled with heparinized saline. Suction alarms continued to show during testing. Gross examination of the pump did not reveal any clots caught in the pump cage. New impella catheter was prepped and inserted with no problems encountered. Diagnosis or reason for use: cardiogenic shock.